Event description:
A customer reported experiencing an alarm 2 followed by alarm 26 due to an occlusion event. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. To resolve the issue, the customer acknowledged the alarms and resumed insulin delivery. A replacement pump was sent to the customer to resolve the issue.